Event description:
The catheter was inserted in 2007 without difficulty. Infusion was started at 8:00 am, four days later and the flow rate was at 4ml/hr. At 11:50 am, the nurse found the catheter was broken at the oval disk when she changed dressing for the patient.

Manufacturer narrative:
One used unit was received on 02 october 2007 and sent for decontamination. Upon decontamination of the sample and completion of the investigation, a supplemental report will be submitted. Attempts are being made to obtain additional information regarding this incident. Date submitted: 10 october, 2007.